Manufacturer narrative:
Due to the automated mes (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject microcatheter was returned with a stent delivery wire (sdw) and stent stuck in the microcatheter shaft. The stent was noted to be protruding through the wall of the microcatheter at the distal tip. The microcatheter distal tip was noted to be damaged. What appears to be microcatheter polytetrafluoroethylene (ptfe) inner lining was wrapped around the stent. The functional inspection could not be performed due to damage. The stent could not be advanced or pulled back through the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that after advancing the stent approximately 30 cm into the subject microcatheter, the physician encountered significant resistance during stent delivery. The physician attempted to relieve the tension in the microcatheter and adjust its angle to continue delivering the stent. However, after painstakingly advancing it about another 10 cm, the physician found that the stent was jammed inside the microcatheter, unable to move forward or backward. During analysis, the subject microcatheter was returned with an sdw and stent was stuck in the microcatheter shaft. The stent was noted to be protruding through the wall of the microcatheter at the distal tip. The microcatheter distal tip was noted to be damaged. What appears to be microcatheter polytetrafluoroethylene (ptfe) inner lining was wrapped around the stent. Based on available information and analysis of the returned device the stent may have been damaged during transfer leading to the difficulties advancing the stent within the subject microcatheter during the procedure. Considerable force must have been exerted for the stent to pierce through the distal microcatheter shaft. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported/as analysed 'catheter jammed' as well as the as analysed 'catheter shaft has hole/perforation', 'catheter tip damaged' and 'catheter ptfe inner lining peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The microcatheter (subject device) was returned for analysis, and it was discovered that the stent was noted to be protruding through the wall of the subject microcatheter at the distal tip. What appears to be subject microcatheter polytetrafluoroethylene (ptfe) inner lining was wrapped around the stent. It was reported the procedure was completed successfully with no clinical consequences to the patient.